Event description:
The clinician reports the implant was inserted (B)(6)2025 in ada 31. Details of surgery: ridge augmentation. On (B)(6)2025, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.